Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked shield with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for cracked shield was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. This type of defect can occur when the stopper (if slightly larger than normal) is inserted into the cap, or if the stopper cap assembly has an impact when being transported to where it is inserted into the tube, or there may be a weakness where the plastic meets during cap moulding.

Event description:
It was reported that bd vacutainer plastic sst ii advance tube had a cracked shield. No injury or medical intervention reported.